Event description:
Caller reported a malfunction related to a cgm sensor displaying error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a complete pump reset, after which the error no longer appeared, and the sensor session was successfully started.